Event description:
Healthcare professional confirmed right side rupture. Device has been explanted.

Manufacturer narrative:
Device photo evaluation: the patch information is not visible in the photo. Visual analysis of the photographs identified: rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side implant rupture. Device remains implanted.